Manufacturer narrative:
Programmer: model 3037, serial# (B)(4). Lead: model 3093-28, lot# v222582, implanted: (B)(6) 2009, explanted: na.

Event description:
It was reported that the patient had an unrelated surgery and did not turn off their implantable neurostimulator (ins) during the procedure. Post-surgery, the patient experienced a lack of therapeutic effect and had no stimulation sensation from their ins. It was noted that the patient then adjusted their programming parameters (lower voltage) but no further information was provided about the patient outcome. Additional information had been requested, but was not available as of the date of this report.